Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion in the severely tortuous rca. During lesion crossing problems were noticed, and it was decided to remove the stent system. Outside of the patients body, it was noticed that the stent was about to get loose from the delivery system. Another device was used to finish the procedure.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is displaced on the balloon by about 1 mm in distal direction. The stent is severely deformed at its distal end, i.e. Several struts are bent. Microscopic inspection showed stent imprints on the balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent could be shifted in between but not beyond the balloon shoulders. The balloon is well folded and shows no signs of inflation. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.